Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left unknown mentor saline device. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with mentor siltex round moderate profile, 275cc saline implants that the right side deflated after implantation. As a result, patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
On 8/23/2018, mentor received additional information regarding this file. The actual date of explant was (B)(6) 2018. The problem was observed in (B)(6) 2018. In addition to the deflation, the patient also exhibited grade 3 capsular contracture and a buildup of fluid near the implant. The fluid was negative for infection/lymphoma. The patient underwent unilateral removal and replacement with a mentor siltex round moderate profile 275cc saline breast implant, catalog # 3542640, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).